Event description:
Customer reportedly obtained results of 14 mg/dl, 196 mg/dl, and 185 mg/dl on the aviva sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.